Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, discomfort, instability, difficulty ambulating and clicking in the hip. Update rec¿d (B)(4) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, metallosis, and impingement of the cup and stem which were anteverted. Records are available for further review. The complaint was updated on: (B)(4) 2014.